Event description:
The clinician was disposing the safety barrel with her index finger covering the open end of the barrel, in a vertical dart-like motion. A previously disposed sharp threaded the back of the proctective plastic casing, forcing the sharp into her finger. The sharps container being utilized was stated to be very full.

Manufacturer narrative:
The sample has been received for analysis and is currently under investigation.